Manufacturer narrative:
Investigation conclusion: the customer¿s report that the pcu front case is being replaced due to keypad not working was confirmed on the returned keypad. Test results identified the received keypad¿s ac indicator light not illuminating as expected and the system on key was not functioning as intended. Further testing observed the rest of the keys were able to function as intended. Previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty (B)(4) printec p/n tc10008389). During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assembly was observed with broken flex cable traces (19 and 20 for power) and contamination along the flex cable. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was received for investigation.

Event description:
It was reported the (1) pcu front case is being replaced due to key pad not working .the customer confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the (1) pcu front case is being replaced due to key pad not working .the customer confirmed that there was no patient involvement.